Manufacturer narrative:
(B) (4): evaluation results: (other) a lens work order and lot number search was performed and no similar complaints were found within the same work order and lot number. (B) (4).

Event description:
The reporter stated, the surgeon inserted a 22.5 diopter cq2015a collamer aspheric three piece lens. The lens was removed due to torn optic. The lens was removed with no pt injury. Reporter stated, the cartridge damaged the lens.